Manufacturer narrative:
On 20 april 2020 arjo was informed about an event involving sara 3000 active floor lift. The resident was sitting in the non-arjo chair when the arjo lift was situated in front of the resident at the time when the event occurred. It was reported that the when a resident was singing, she raised her hands high and pulled them down and as a consequence hit her left hand on the device handgrip. As a consequence the resident sustained cut on a small finger and required 15 stitches. Arjo representative visited the customer facility to gather additional information and to inspect the device after the event. The functional test showed that the device was operating properly. The visual inspection showed, only, that the handgrip had a tear in the rubber. The customer stated that the handgrip had been damaged previously and this was not related to this event. After the event the lifting arm was replaced with another model - without handles. The IFU for sara 3000 contains care and preventive maintenance section: every week caregiver should ¿visually check exposed surfaces for damage, sharp edges, etc.¿ arjo found that the reported event was a result of unfortunate sequence of events. The customer reported that the resident skin is very thin and therefore the resident is more prone to cuts, injuries. The patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labelling. The torn handgrip itself cannot lead to any serious injury. When reviewing reportable events for the last 5 years, we have not found complaints with a similar fault description. This is an isolated occurrence. Sum up, while the event occurred arjo device was not being used for the patient¿s transfer, but was placed in front of the patient and thus played a role in the event. The reported event was a result of unfortunate sequence of events. The complaint was decided to be reportable, solely, because of a serious injury reported.

Manufacturer narrative:
Following information provided, the resident was not transferred when the event occurred; she was sitting in the chair in front of sara 3000, and just hit the handle. According to facility representative, the resident's skin was vulnerable and hitting any object led to bleeding. The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
On 20 april 2020 arjo was informed about adverse event related with sara 3000 active floor lift. It was reported that while the resident was singing, she raised her hands high and pulled them down, cutting left hand smallest finger with the sara 3000 torn handle grip. The resident went to urgent care and received 15 stitches.